Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urinary stress incontinence between 2016 and 2020. The pressure regulating balloon was empty due to leakage. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. Following the surgery the patient was good.